Event description:
It was reported that the patient experienced recurring incontinence because his artificial urinary sphincter stopped performing as expected. The patient underwent surgery to replace the device. There were no further patient complications.